Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15785. It was reported that the patient experienced erosion of the stress relief loop of the drg lead. Imaging revealed no infection or abcessess at the site. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead erododed, therefore both are being reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surugical intervention on (B)(6) 2021 wherein the anchor was buried deeper. It was discovered to be superficial leading to the erosion. Post-operatively, the patient is doing well and still has effective therapy.